Event description:
Pt underwent anterior cervical diskectomy at c5-6 and c6-7 in 7/96. Doing well until 2 1/2 months prior to this admission when she climbed thru a window and hurt her neck doing this physical activity. Found to have failed fusion at c5-6.